Manufacturer narrative:
Based on a retrospective review of complaints, this was found to be a reportable event. Further information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Per the arjohuntleigh tech's comments: " I finished with the repairs bhm requested (replacement of pcb supplied by bhm). I put the lift back up on the track and started to test the maxi sky 1000 without weight when I started to smell smoke. I pulled the red cord and that did not make a difference. I went up the ladder and started to take off the cover. By this time smoke was coming from the lift and it was hot. I pulled back the cover and reached in and pulled the wires off the pcb. When I removed the lift from the track on the ceiling it was on fire. I put out the fire and removed the wires from the batteries. The wires and the batteries were not hot, but the slave motor was so hot you could not touch it and the slave board was burnt."